Event description:
It was reported that during implant procedure, this right ventricular (rv) lead exhibited high pacing impedance out of range. The lead was removed from the patient and it was observed that the outer insulation of the lead was damaged. As a result, the physician decided to replace the lead and another lead was successfully implanted. No adverse patient effects were reported. The lead is expected to be returned for analysis.